Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a shocking sensation with the new percept pc device on (B)(6) 2024. The patient was advised to lower the amplitude on both sides, alleviating the sensation successfully. The patient was scheduled to follow up with their doctor for further evaluation. This event follows a previous issue documented in mpxr 1253002, where the patient had low impedances on both the left and right brain electrodes on (B)(6) 2024, and experienced a shocking sensation before a battery change. The activa pc battery was replaced with a percept pc on december 10, resolving the impedance issues. The issue was resolved at the time of this report, and the healthcare professional may have additional information. No surgical intervention occurred, nor is one planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The cause of the shocking remains unknown. Patient followed up with their provider and they reduced stimulation, which resolved the issue.